Event description:
It was reported that the user could not get the ilet to start until repositioning it on the charging pad, after which the green light illuminated and charging commenced, consistent with a charging alignment issue. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included technical support troubleshooting and user education on proper charger alignment. Investigation of this case revealed that the device charged normally once properly aligned on the pad, indicating normal device function. It was concluded that the event was attributable to improper charger alignment and not a device malfunction.